Event description:
It was reported that during a lap cholecystectomy, the surgeon clamped the device on the vessel and it would not release. The surgeon jiggled and jiggled the device until it finally released off the tissue. Once the device was off the tissue clips started dropping from the device. The procedure was prolonged by 30 minutes. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.